Manufacturer narrative:
This report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Analysis of the returned device consisted of a visual and functional evaluation, as well as a device history review. The examination determined that the reported incident is an isolated event and is not believed to have resulted from a manufacturing defect. We have assigned complaint number (B)(4) to this report.

Event description:
Pt status post g-tube placement, d/c'd (discharged) to home three days later. Patient presented to the emergency department with a g-tube complication approximately 2 days after discharge. Pt was at home when balloon of gt became partially deflated. Mother brought patient to ER where the button was evaluated by surgery, dye study showed that the gt was not in place and pt was taken back to the or for a diagnostic lap and gtube insertion by attending surgeon. Pt has since been d/c'd in stable condition.